Manufacturer narrative:
Additional manufacturer date: 02november2009; january 2009. Service history review: part no: 391.952, lot no: t939922: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 02november2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported mesh cutter had a broken tip. The repair technician reported tip broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: the returned instrument was inspected and the complaint condition was able to be confirmed as the distal-most tip of the upper jaw was found to be broken off; the fragment was not returned. No definitive root cause was able to be determined however the failure mode is consistent with the application of excessive forces/wear and tear over the instruments six years in the field (manufactured january 2009). The cutters were sent to service and repair where the complaint condition as able to be confirmed but not repaired. Per the technique guide, the 391.952 mesh cutter is an instrument routinely used in the low profile neuro plating system. The returned device appears fairly worn but in otherwise good working condition. The device was manufactured in october 2009 and is six years old. The device was returned and reported to have a broken cutting edge. This condition is confirmed; the distal portion of the upper cutting edge has broken off and is no longer attached to the device. A root cause related to wear and tear over 6 years in the field is likely. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing date: 27october2009. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The mesh cutter was not found during a surgery but rather during a routine check of the set so there was no patient involvement.

Manufacturer narrative:
This report is for one (1) unknown mesh cutter. The reporter provided an invalid part number of 391.592 for the complainant device. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was an issue with an instrument during a craniotomy case. The tip of a mesh cutter broke off. No additional information provided. This report is for one (1) unknown mesh cutter. This report is 1 of 1 for (B)(4).